Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device rear housing on top was cracked. The chassis was damaged by the uso sensor. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device exhibited motor frame dented. And broken battery door. Failed volume test under 18.80ml. No adverse patient effects were reported by the customer.